Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Pfs and medical records received. Pfs alleges recurrent dislocations, extensive irreversible tissue damage, pain, continual limited mobility, weakness and difficulty walking. After review of medical records for MDR reportability, it was indicated that the patient was revised due to failed metal-on-metal right hip arthroplasty due to metal reaction and right abductor insufficiency. Radiographic evidence show bony destruction of the greater trochanter. Revision notes report that patient was suffering from pain, weakness of her abductors and elevated metal ion levels. Fluid collection under the fascia which was gray in color was also observed and aspirated for culture studies. It was also reported that the underlying tissue was gray and necrotic and that the trochanter was denuded of soft tissue and had multiple areas of erosion with gray granulomatous tissue stained with metal. There was extensive necrosis of the underside of the gluteus maximus, a significant portion of the gluteus medius and much of the surrounding soft tissue. There was no obvious purulence and multiple cultures were sent. There was also extensive synovitis and a moderate amount of gray yellow granulomatous pseudotumor was observed. The proximal 75% of the gluteus medius was necrotic and no longer attached to the trochanter and severe bone damage of her proximal femur was also reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Oct 10, 2017: litigation record received. Litigation alleges toxic cobalt-chromium metal debris release into the patient's soft tissue causing extreme pain, discomfort, elevated metal ions, popping sounds and difficulty in walking. Revision revealed metallosis, large amounts of gray fluid, gray necrotic soft tissues, and osteolysis.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.